Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient has started to feel ill 2 days prior the hospitalization. On the evening of (B)(6)2017 the patient went to the hospital. Patient felt weak. The patient experienced elevated blood glucose level of 350 mg/dl obtained on a hospital monitor. Patient was treated at the hospital with fluids and insulin injection. Name and dosage of insulin was not provided. A few days prior to the incident, the patient had removed the battery from the pump. While in the hospital, it was noticed that the time and date was incorrect. Company representative again took out the battery, reinserted the battery and noticed the time and date was changed and incorrect once again. The change in time in the infusion device could result in inaccurate delivery of insulin. The infusion device was requested to be returned for product evaluation.